Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery (sds) confirmed that the stent implant had dislodged from the balloon and was not returned. However, crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. There was no report of any damage to the sds or stent implant prior to use, suggesting that the reported stent dislodgement was a result of the procedure. It is likely that interaction with the reported moderately tortuous and heavily calcified lesion contributed to the stent dislodgment. The dislodged stent was crushed against the vessel with another stent, which was then treated with an additional stent to overlap it. The manufacturing records were reviewed for this lot, and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. In this case, the reported difficulties appear to be related to the operational context and not a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: requiring medical intervention. It was reported that the procedure was to the proximal obtuse marginal (om) branch. The target lesion was an eccentric, de novo lesion with moderate tortuosity and heavy calcification. Two guide wires were placed; one in the om and the second guide wire placed in the distal circumflex (cx). The pre-dilation was preformed in the om lesion. After pre-dilation was completed, it was decided to use a kissing stent technique. A xience 3.0 x 15 was advanced to the om and xience 3.0 x 18 was advanced to the cx. However, as the xience 3.0 x 18 was advanced into the cx, it dislodged from the stent delivery system (sds) balloon. The xience 3.0 x 15 was used to treat the dislodged stent by compressing it into the vessel wall. To finish the procedure, a xience 3.0 x 23 was placed overlapping the previous xience stent, from the cx to the om branch. The angiographic results were obtained for both branches and the results looked good. No additional event or patient information is available.